Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 627759) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and multigravida. Concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), osteoarthritis ("osteoarthritis"), bacterial vaginosis ("chronic bv") and autoimmune disorder ("autoimmune ¿like symptoms"), underwent cholecystectomy ("gall bladder removed") and was found to have haemangioma of liver ("hemangioma on liver") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (laparoscopic supracervical hystectomy). At the time of the report, the uterine perforation, pelvic pain, urinary tract disorder, allergy to metals, osteoarthritis, bacterial vaginosis, autoimmune disorder, cholecystectomy, haemangioma of liver and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bacterial vaginosis, cholecystectomy, haemangioma of liver, osteoarthritis, pelvic pain, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: discrepancy regarding essure removal: removal date and hysterectomy mentioned as per pfs but as per mr plaintiff today also has question about essure fallopian tube implant/coils that she placed. 10 year ago .she is concerned that they have migrated, and report concern that ¿their nickel coating ¿has been responsible for her autoimmune disease symptoms. She would like removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 627759) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and multigravida. Concurrent conditions included adenomyosis and leiomyoma nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), urinary tract disorder ("urinary problem"), osteoarthritis ("osteoarthritis"), bacterial vaginosis ("chronic bv") and autoimmune disorder ("autoimmune ¿like symptoms"), underwent cholecystectomy ("gall bladder removed") and was found to have haemangioma of liver ("hemangioma on liver") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (laparoscopic supracervical hystectomy). At the time of the report, the uterine perforation, pelvic pain, allergy to metals, urinary tract disorder, osteoarthritis, bacterial vaginosis, autoimmune disorder, cholecystectomy, haemangioma of liver and uterine leiomyoma outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bacterial vaginosis, cholecystectomy, haemangioma of liver, osteoarthritis, pelvic pain, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: discrepancy regarding essure removal: removal date and hysterectomy mentioned as per pfs but as per mr plaintiff today also has question about essure fallopian tube implant/coils that she placed.10 year ago .she is concerned that they have migrated, and report concern that ¿their nickel coating ¿has been responsible for her autoimmune disease symptoms. She would like removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.